Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the drill bit had wear and tear while drilling for some screws. August 10, 2017 - upon evaluation of the returned drill bit found coiled wires fractured on the shaft.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint. Review of the provided photographs confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.